Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the transceiver unit was not communicating, and the nurse was unable to remove medication, the pyxis was making beeping noise as the drawer was still open and the machine shut off. A field service technician was assigned who worked with technical support specialist to shrink the database to remove the error popped up while recording a transaction and medication were accessible. The system functioned as intended after troubleshot by the field service technician.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had communication issue. Customer stated that they were kicked out of the system when trying to remove and the pyxis was beeping as if the drawer was still open. All the drawers were doing this. The machine was shut off and was turned back on. Nurses were unable to remove meds. There were no adverse events or injuries reported based on this incident.